Event description:
There was an rh typing discrepancy on the abs 2000 instrument with 2 pt samples.

Manufacturer narrative:
After reporting the discrepant results, the customer noticed that the probe was out of position and replaced the probe. The customer stated that they had no more instrument issues following replacement of the probe. A field service engineer visited the site and confirmed that the instrument was operating within specifications. If a pt is typed false negative for rh, rh negative blood would be transfused, with no clinical impact. However, a false negative rh mistype on a woman of child bearing age may result in rhig not being adminstered. There is also the potential for anti-d to develop if a fetus is rh positive.